Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 anchors however, it is unknown which anchor, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: anchor, model: 1192 , batch: 7831006.

Event description:
It was reported that the patient experienced discomfort at the anchor site. As a result, surgical intervention was undertaken on (B)(6) 2022 where in the anchor was repositioned to address the issue. However, it is unknown which anchor.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.